Event description:
To summarize this event, the patient had an oval-shaped atrial septal defect (asd) that measured 26x30mm on echocardiogram. The asd was balloon sized to 27mm and a 28mm amplatzer septal occluder (aso) was implanted. Approximately 15 minutes later, the aso embolized. Percutaneous retrieval of the aso was not possible, so the patient was referred for surgical removal and closure of the asd. The physician opened another aso to visualize what he was trying to recapture. The surgeon also requested to see the device to identify how the device would be recaptured in surgery.this event is reportable to the FDA since intervention was required to retrieve the embolized device.